Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: primary surgical notes indicate that the acetabular had excellent fixation and the stem was absolutely solid and the joint was stable. A post op CT scan reported areas of lucency in the acetabular cup that was noted in the radiology report to possibly be from loosening or particle disease. There was no periprosthetic fracture noted. The scan report also stated that there is thinning of the lateral cortex at the site of contact with the femoral stem. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.